Event description:
The hosptial reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading into the delivery tube. The second seal did not deploy into the aorta but remained in the delivery tube. The hospital did not provide any further information. No patient complications were reported by the hosptial.